Manufacturer narrative:
(B)(4). D10: item# 110031178; lot# 66860970; item# 47430902501; lot# 65852912; item# 00434901500; lot# 65901222; item# 01.04223.036; lot# 3147820; item# 01.04223.030; lot# 3151019; item# 00430004627; lot# 63257297; item# 00434901213; lot# 65990432; item# 00434903700; lot# 65361565; item# 910-010z; lot# gb230102. H6: proposed component code - mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder revision approximately one (1) year and one (1) month post-implantation due to a fractured glenoid bone. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d1; d2; d4; d9; g1; g3; g4; g6; h1; h2; h4; h6 if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Corrected: b5; d1; d2; d4; h4 . D6 should remove implant/explant dates as device was not implanted. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation of a reverse shoulder approximately 3 years ago. During the initial implantation, the glenoid bone fractured so the patient was converted to a hemi instead. Subsequently, the patient underwent an additional surgery approximately 1 year ago due to the fractured glenoid bone. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d1; d2; d4; g1; g3; g4; g6; h1; h2; h4; h6. H6: proposed component code - mechanical (g04) head. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.